Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent boot up problem. Physio reloaded the device software and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further cause for the reported problem could not be determined.

Event description:
It was reported that the device would intermittently fail to boot up properly. There was no pt use associated with the event.